Event description:
Event description guidant received information that the patient with this pacemaker, which is included in the advisory for failure mode 1 and 2, had a syncopal episode. Upon interrogation of the device, antitachycardia responses were stored in the logbook at about the time the syncope occurrred. The medical person was inquiring if the device could have gone to an intermittent no output state.

Manufacturer narrative:
The device remains implanted. No additional information is available at this time. If additional information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No evidence of advisory issues was found in memory or operation of device, and analysis could not find any issues with the device that may have contributed to the clinical findings.

Event description:
Event description guidant received information that the patient with this pacemaker, which is included in the advisory for failure mode 1 and 2, had a syncopal episode. Upon interrogation of the device, antitachycardia responses were stored in the logbook at about the time the syncope occurred. The medical person was inquiring if the device could have gone to an intermittent no output state. Boston scientific (formerly guidant) received information that this device was explanted for normal battery depletion and returned for analysis. No adverse patient effects were reported.